Manufacturer narrative:
One cadd solis hpca pump was received with a downstream occlusion sensor (dso) seal bubble and a scratched and cracked lens. There was no evidence of the reported issue in the event history log. Three separate delivery accuracy tests were conducted and the reported issue was unable to be duplicated. All results were within the published +/-6% specification. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was over delivering. The issue was discovered during annual preventative maintenance and there was no patient involvement.